Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the fluoroscopy showed the right ventricular (rv) lead was no longer in the initial implant position. It was noted that the rv lead had high threshold and low impedance measurements. The lead was repositioned in the right ventricular apex and remains in use. No patient complications have been reported as a result of this event.